Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced part was further evaluated by stryker. During evaluation, the reported problem could not be reproduced. No malfunctions were observed with the replaced part. A root cause for the reported issue could not be established. The replaced part was archived by stryker.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient use associated with the reported event.